Event description:
An account alleged that a mattress had a pt on it that bled profusely. The account cleaned it up and then the next pt got on the mattress and fluid that had leaked into an opened seam came out. The account did not state if there were any incidents or accident reports filed.

Manufacturer narrative:
It was determined that this failure could lead to cross contamination and therefore could result in serious injury were it to reoccur and is therefore being reported. The account will replace the failed mattress in order to resolve the problem.